Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that there was an unexpected pressure setting change. The surgeon tried to change the pressure setting and it goes back once to 30 mm h2o but it was not stable at that setting. The revision surgery was performed on (B)(6) 2018. There is a possibility that the cam was dropped. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
Updated UDI : (B)(4). The device was returned for evaluation. The valve was visually inspected it was noted that the stator was dislodged as well as a bump mark in the valve casing. Due to the stator dislodgement, the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a bump mark was noted in the valve casing. This is likely due to the valve receiving a hard knock. Corrosion was also noted on the stator. The cam magnets were controlled and tested; no issues found. A review of manufacturing records found no discrepancies when the device was released to stock. The root causes for the dislodged stator could be partly due to the valve receiving a knock. The root cause for the bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. The stator dislodgement of chpv has been previously investigated. The investigation concluded that several factors may contribute to the stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.